Event description:
It was reported by a healthcare professional through a the health authority in china that a patient underwent a left middle finger dip joint reduction and internal fixation, anchor screw reconstruction and repair of extensor tendon insertion, gypsum fixation procedure on (B)(6) 2023 using a microfix qa+ #3/0 ocord v-4 tapercut needles w/drill bit device to insert the distal dorsal extensor tendon at the insertion point. According to the report, the patient accidentally stabbed his left middle finger six days before admission, and the outpatient department plans to undergo surgery on his "mallet left middle finger". It was reported that the tendon suture was used to repair the tendon reconstruction insertion point on the anchor, followed by physiological saline flushing, hemostasis, suture of the incision, sterile dressing, and external fixation of the functional position with a plaster tray. It was reported that the surgical process went smoothly and thus, on the third day after surgery, the patient was discharged from the hospital. It was reported that on the fifth day after surgery, during outpatient follow-up, it was found that the left middle finger wound was significantly red and swollen, with exudation. It was reported that the doctor determined that the anchor nail with its own suture caused the patient's rejection reaction, and communicated with the patient to undergo outpatient surgical debridement treatment, which included removing the suture, soaking and changing the dressing, and using medication for symptomatic treatment. Regular follow-up examinations are still required. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4) incomplete. D4: the expiration date is currently unavailable. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. The photo provided does not capture the device. It only shows the patient's finger condition. A manufacturing record evaluation was performed for the finished device lot number: 116l443, and no non-conformances were identified. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed and no additional related reports against the provided product code 212859/lot number116l443 combination were found. Therefore it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The eto sterilization certificate of the device has been reviewed and it meets all requirements according to iso 11138. The certificate of sterilization indicates that the physical acceptance criteria and microbiological acceptance criteria were in compliance with the validated specifications. The overall complaint was not confirmed as there is no indication that the microfix qa+#3/0 oc v-4 would contribute to the complained patient experience. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.